Event description:
The ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation the ventilators inspired tidal volume was increased. The device's overhead blower filter was found to be blocked. The device was returned to the customer unrepaired per customer's request.